Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. Technical support provided the necessary information to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was informed that they could continue using the pump, with instructions to call back if any further issues occurred.